Event description:
The reason for call was patient (pt) said that the implant put in on (B)(6) 2025 caused their "whole back to be full of infections" and said they don't know when the infection was confirmed. They said it was first noticed about 2 months ago when they found they had a small cyst at the base of their neck, and they saw a general surgeon because they were going to have the cyst removed but instead was directed to their pain clinic who put the device in. The hcp there found that the lead was infected and that it was "pushing the leads out the top of my neck and the base of my spine, and the cyst on my neck was from the leads pushing". Pt said they were in the hospital for 4 days, and says they are currently waiting for the infection to completely clear up so they can have an implant put in again, and said the implant would be for their arm. Pt said the healing "is going well but they want to make sure the infection has cleared before putting in the new implant and they are looking at (B)(6) to do it".

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a device site infection. The infection led to the removal of the entire system. The issue was resolved.

Event description:
No new information.

Manufacturer narrative:
D6b updated based on new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.